Event description:
Caller states that a patient reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 569 mg/dl (inform) and 186 mg/dl (lab). No actions taken based on device results. No adverse event reported. Caller states 2 vials with same lot were stored near device and is not sure which vial was used. Requested return of suspect strips (both vials), and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.